Event description:
A surgeon reported an issue with bubbles coming from the infusion line and the cutter during a vitreoretinal procedure. In order to complete the procedure, the surgeon reported taking time to remove the bubbles from the anterior chamber. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
A product sample was requested; however, the product sample was not retained. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).